Manufacturer narrative:
(B)(4) - surgical procedure, sutures, (B)(4): eval conclusion: based on the complaint history, we were unable to determine the root cause of the event. (B)(4).

Event description:
It was reported that the surgeon inserted and removed an aq2010v three piece silicone lens on the same day. Incision was sutured. Further info was requested but not yet received. If additional info is obtained, a supplement medwatch will be submitted.